Event description:
The customer stated that an unusual spray was ejected from the sample cup and potentially contaminated the work space and the operators. No exposure to hazardous materials or injury was reported as the appropriate protective materials were worn. The customer also observed a high pitched noise from the sample probe occurred during flushing. No impact to patient management or user safety was reported.

Manufacturer narrative:
(B)(4). Follow up with the customer revealed that during the flushing of the sample probe with solution 4 (buffer), a high pitched noise was heard coming from the sample probe area. As the buffer was flushed from the probe into the wash cup, the buffer sprayed into the air approximately 18 inches above the wash cup. As the operator observed this activity, she was sprayed in the face. The operator was wearing personal protective equipment and was not injured or exposed to the buffer spray. Trouble shooting performed by the customer included replacing the sample probe twice, calibrating the probe and changing bulk solution # 4. No improvement was noticed and a field service representative (fsr) was requested. The incident was also observed by the fsr who identified an unusual vortexing action from the sample syringe and bubbles being produced. The fsr replaced the sample syringe valve and performed all appropriate checks and calibrations. No further issues were reported. The most probable cause for this issue was determined to be a worn sampling syringe valve (per fsr) which was replaced to resolve the issue. The axsym system operations manual provides information to address this issue. It categorizes fluidics check as additional maintenance and informs the reader that it is designed to assess the performance of the sampling and processing syringe assemblies, probes and probe link tubing. A failed fluidics check results in an error code. Multiple failed fluidics check error codes include processing syringe valve not functioning correctly as a probable cause with the corresponding corrective action of replacing the processing syringe valve. Under trouble shooting and diagnostic section of the operators manual, the probable causes of the bubbles in the fluidics system include splashing during dispense of bulk solution 4 in the reaction vessel and dispense not functioning component. Corrective actions include performing a fluidics check and contacting customer support. The operations manual also stated for fluidics component malfunction that the probable causes include malfunction of the sampling and processing syringe, valve, probe and probe link tubing assemblies. The axsym operations manual also includes component replacement of the sampling syringe valve. Failure to follow maintenance procedure may impact the analyzers performance. A twelve-month complaint database search was conducted and no complaints with similar issues were identified. Based on the investigation results, a malfunction of axsym system was not identified and the cause of this issue was a worn sampling syringe valve from normal use. This is a final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.